Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer converted the procedure to laparoscopy. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) on the morning of 3/14: false contact on the power cable of the arm console (the system indicates that the trolley was operating on boat). The customer called from the manger to the assistance department of intuitive surgical to report the event. 3/14 afternoon: the da vinci robot made a critical alert 400 067 during the surgery requiring the immediate shutdown of the system. There was an immediate shutdown of the system and restart of the robot. Quickly another critical alert was triggered 400068. System shutdown again and restart. A last critical alert in the 300s. The surgeon's decision to stop the robotic procedure to finish. Simple coelio intervention. The robotic procedure was discontinued, and laparoscopic surgery performed. No clinical consequences for the patient. The procedure was converted to laparoscopic surgery with no reported injury.